Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; pt: 1; inratio: >7.5; lab: 3.4. Date: (B)(6) 2010; pt: 2; inratio: >7.5; lab: 6.5. Venous draw was performed within 1 hour for both pts. No bleeding, bruising or hospitalization reported.

Manufacturer narrative:
Investigation pending.